Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and flushed the vacuum pathway for the probe wipe rinse block and retubed pinch valves pv35, pv40 and pv49. The issue still occurred so he checked actuators (for pv35, pv40, pv42) and found the pinch valve mount for pv40 was broken. He replaced the broken pv40 mount and the actuators resolving the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 5ml from the probe on a coulter lh 500 hematology analyzer during manual probe cleaning upon instrument startup. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, eye glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.